Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "no disposable" error and device keeps shutting off. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor and upstream occlusion sensor which causes the issue. The root cause of the reported issue was found to be fluid ingression. Actions were taken to mitigate the reported issue: replaced the downstream sensor and the upstream sensor.